Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21195017.

Event description:
It was reported that the patients ipg was hot during charging and with redness at the ipg site and scabbing. The patient was also having difficulty charging the ipg. The physician believed that first degree burn was due to charging. The patient was given a topical antibiotic and a dressing. All device components were explanted and were discarded by the medical facility.